Event description:
Caller reported a tandem mobi cartridge alarm which triggered during pumping after exposure to external magnets, acknowledged as a possible cause by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to send a replacement pump and provided instructions for storing the current pump as well as returning it. The caller understood and will use manual daily insulin (mdi) as a backup to ensure continuous insulin delivery.